Manufacturer narrative:
This report is based on information provided by a philips remote service engineer and bench engineer, and has been investigated by the philips complaint handling team. Philips received a complaint on the 989706000051 (tempus pro patient monitor) indicating that the device does not power up to the state that makes it usable. The device was returned to philips for bench repair. The bench engineer confirmed the unit does not complete the boot cycle. The device was inspected and it was found that the trizeps has dislodged. After trizeps got reseated. The tests has been done to confirm if this resolved the issue. The device is working per specifications, completing the boot cycle. No parts were used for this repair. The device functions were calibrated before it was returned to the customer. The unit was returned to the customer site. Based on the information available and results of additional analysis, no further action is necessary at this time. A review of the risk management file was performed, and the potential severity is s2 has been identified in the risk document. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. The device was operational after repairs were completed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
Event date has been updated .

Event description:
It has been reported to philips that tempus pro will not power up to a user state. The power button's light flashes green and the screen comes on completely black. Also unable to enter service mode. The monitor is completely unusable. A user report was received related to a reported product problem which is currently being investigated. Further updates will be provided when the investigation is completed.